Event description:
The customer received a blood glucose reading of 448mg/dl on the contour next link, retested on another contour next link with a new bottle of strips, and the reading was 142mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer

Manufacturer narrative:
A second bottle of strips was returned for evaluation. The product information was not provided in the initial report.